Manufacturer narrative:
Patient weight is not available for reporting. This report is for one (1) unknown reamer head. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown reamer head. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a planned open reduction internal fixation (orif) to exchange the femoral nail to a different size was being performed. There was no product issue. While pausing the reamer/irrigator/aspirator (ria) to rotate it, the reamer head steered off of the drive shaft when it was turned back on. All fragments and pieces were retrieved easily. The surgeon completed the procedure with flexible reaming. There was no surgical delay and the procedure was completed successfully. Patient status was reported as stable. Concomitant devices reported: drive shaft (part# 314.743, lot# 9839091, quantity 1), tube assembly (quantity 1). This report is for one (1) unknown reamer head. This is report 1 of 1 for (B)(4).